Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. No anomalies were found. The telemetered battery voltage was 2.86 v, while the daily battery voltage trend measurement was 2.97 v. This difference is within expectations (<150mv).

Event description:
It was reported that the clinician was unable to measure the true battery voltage of the device. An interrogation console showed a low telemetry battery voltage. It was discovered that the device had not been updated with the new software. The battery voltage was higher than displayed on the console. It was additionally reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. No anomalies were found. The telemetered battery voltage was 2.86 v, while the daily battery voltage trend measurement was 2.97 v. This difference is within expectations (<150mv).

Event description:
It was reported that the clinician was unable to measure the true battery voltage of the device. An interrogation console showed a low telemetry battery voltage. It was discovered that the device had not been updated with the new software. The battery voltage was higher than displayed on the console. The device remains in use. No patient complications have been reported as a result of this event.